Event description:
It was reported that a malfunction occurred on pump and no notable events happened before issue. There was no reported impact to customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if malfunction happened again, which customer acknowledged and understood.